Event description:
As part of a legal mediation effort, intuitive surgical, inc. (Isi)received information of a patient who underwent a da vinci prostatectomy on 05/01/2009 and suffered injuries and damages. No further clinical information was provided.

Manufacturer narrative:
On (B)(6) 2009, a patient underwent a da vinci robotic prostatectomy for adenocarcinoma of the prostate. Intuitive surgical was provided with the operative report. The operative report and pathology report were reviewed and no suggestions of da vinci related complication were found to be noted. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaints was reported relating to this event, isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.